Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment the patient removed the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.